Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6. (Type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that two black circles were visible in the bottom corners of the top lcd display. So, in order to fix the issue, the fse replaced the display assembly. The display tests passed in the service mode. The fse completed the preventive maintenance, which was performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for customer use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit two large black circles in the bottom corners of the top lcd. There was no patient involvement reported.